Event description:
This is filed to report complete clip detachment and embolism. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was difficult. The steerable guide catheter (sgc) was inserted but was difficult to advance due to very tortuous anatomy. An xtw clip was inserted, and grasping was performed. However, due to difficult imaging, grasping was difficult. Once grasping, it was observed the posterior leaflet would slip out of the clip. It was presumed that not enough of the posterior leaflet was being grasped. This happened multiple times; therefore, the physician was instructed to remove the clip. However, the physician decided to deploy the clip after grasping the leaflets. Directly after deployment, the clip completely detached from both leaflets and embolized in the left atrium (la). A snare was then inserted, and the clip was successfully removed from the anatomy. Upon removal of the sgc, it was observed the tip was kinked. A new sgc and xtw were inserted. The xtw was deployed without issues, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instruction for use (IFU) states under section 29.0 grasping the leaflets and verifying the grasp that ¿an improper grasp will allow on or both leaflets to move freely. Closing or deploying the clip in this situation may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda)¿. Since the device was deployed without sufficient posterior leaflet being grasped and captured, this is considered as a deviation from the IFU. Furthermore, it was determined that the deviation from the IFU contributed to the reported expulsion. Based on available information, the reported embolism was a cascading effect of the clip expulsion. The reported patient effect of embolism as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported difficult or delayed positioning (leaflet grasping, leaflet capture) appears to be cascading effects of difficult imaging. The reported image resolution poor was related to echo sonographer technique. The reported expulsion appears to be related to the combination of difficult or delayed positioning (leaflet capture) and improper or incorrect procedure or method. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not following steps per IFU as the procedure continued with deployment without sufficient leaflet captured. The reported unexpected medical intervention and foreign body removal were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.